Event description:
Patient in bed enclosure system was found face down between head of bed system and bed frame. No injury noted - o2 increased briefly. (B)(6), he was a (B)(6) strong psychiatric history who was agitated/combatic. During his agitation he pushed vinyl from under mattress out resulting in a pocket of which he became entangled. Near miss.